Event description:
Patient reported "possible rupture". Later, patient reported "tear", "pain", "discomfort" and "extremely anxious about the long term effects this may have on my body". Patient reported "ongoing pain" , "breast deformity", "symptoms consistent with breast implant illness (bii)", "substantial suffering, loss of quality of life, and financial hardship", "device defective and unfit for purpose" and "rupture". Later healthcare professional reported "rupture", "asymmetry", "symptomatic problems", "discomfort", "lump", "symmetrical but reduced size", "tender to l axilla", "nipple sensation to l", "nipple feels altered size", "significant rupture with silicone extruding" and "silicone granuloma". Later, healthcare professional reported "depression", "anxiety", "damaged further patient's self- image which increases her negative view of herself, leading to low self esteem and exacerbation of depression symptoms" and "patient's level of anxiety regarding taking her jumpers, or any top off, has intensified, she cries every time she has to have a shower as she feels scared to look at herself or wash the upper part of her body". This record is for the left side. The device has been explanted and replaced. Device status is unknown.

Manufacturer narrative:
The reported events granuloma, visibility/palpability, breast pain, nipple sensation changes are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: e "rupture", "tear" and significant rupture with silicone extruding", "ongoing pain", "breast deformity", "substantial suffering, loss of quality of life", ¿lump¿ and "silicone granuloma", "nipple sensation to l" and "nipple feels altered size".